Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the catheter body. After failing functional testing (see below), a leak was observed on the proximal extension line. Microscopic examination confirmed the defect and revealed a hole on the proximal extension line. The appearance of the hole appears consistent with damage due to contact with sharps. The hole on the proximal extension line measured 3mm from the proximal luer hub. The catheter body total length measured 215mm which is within the specification limits of 207mm-227mm per the catheter graphic. The proximal extension line outer diameter measured 2.16mm which is within the specification limits of 2.13mm-2.21mm per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured 1.473mm which is within the specification limits of 1.420mm-1.500mm per the proximal extension line extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was used to pressurize the proximal and distal lumens. When the proximal lumen was pressurized, water was observed leaking out of the damage adjacent to the luer hub. No defects or anomalies were observed when functionally testing the distal extension line. Performed per the IFU statement "flush each lumen with sterile normal saline for injection to establish patency and prime lumens". A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed a hole on the proximal extension line. The appearance of the hole seems consistent with damage due to contact with sharps. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.